Manufacturer narrative:
(B)(4).

Event description:
Pt's father reported signal loss on pt's g5 mobile app.

Manufacturer narrative:
(B)(4).

Event description:
It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the transmitter and app were unable to establish a connection